Manufacturer narrative:
Weight, ethnicity: information unknown/not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye as the patient continued to have poor visual acuity and was only correctable to a poor 20/30. The iol appeared to be in good position and the eye responded well. There was no explanation found. Vision pre-operative: 20/40, vision post-operative: 20/70. There was no vitrectomy or sutures required, however, the incision was enlarged. Medication was prescribed. The replacement lens information was not provided. The patient has fully recovered. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: dec 9, 2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of a bag. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause the complaint issue were identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue "explant" and "vision loss" were not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: through follow-up, it was learned that the patient had unexplained loss of best corrected visual acuity (bcva), which continued 6 weeks after initial cataract surgery with implant. Another johnson & johnson lens, model dib00 22.5 diopter was successfully implanted as a replacement. The explanted lens was discarded and not available for return. The medication prescribed was standard of care. The patient's weight, race, and ethnicity were also provided. The following sections have been updated accordingly: section a4: patient weight: 215 section a5: ethnicity: not hispanic/latino section a5: race: white section h6: type of investigation: 4115 correction: health effect - impact code: the code provided in the initial report 4644 - medication required is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.